Event description:
Revision surgery was completed to remove the broken screw.

Manufacturer narrative:
Evaluation one image of ap and lateral x-ray of an mtp fusion with plate was reviewed. The distal plate screw in the metatarsal is broken. The most proximal plate screw in the metatarsal has backed out of the plate. Radiolucency is seen across the mtp joint, indicating delayed or non-union. The screw likely broke due to repetitive micromotion across the screw, resulting in fatigue failure. DHR review there are no indications of manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Revision surgery was completed to remove the broken screw.

Manufacturer narrative:
Additional information, d4: UDI.

Event description:
Revision surgery was completed to remove the broken screw.

Manufacturer narrative:
Correction, d4: UDI.

Event description:
Revision surgery was completed to remove the broken screw.